Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) was prophylactically explanted following a physician advisory notification.